Manufacturer narrative:
Sc-2218-50 sn (B)(4): the complaint was not confirmed. The lead passed visual and x-ray inspection. The lead is intact and no parts of it missing. Sc-2218-50 sn (B)(4): the complaint has been confirmed. X-ray inspection revealed that two of the cables were completely broken at the bent/kinked location of the lead. The fracture site is 1 cm from the click anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was not receiving adequate stimulation after a non-device related fall. X-ray confirmed lead migration. The patient underwent a revision procedure wherein the leads were replaced as the physician suspected lead fracture. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was not receiving adequate stimulation after a non-device related fall. X-ray confirmed lead migration. The patient underwent a revision procedure wherein the leads were replaced as the physician suspected lead fracture. The patient was reportedly doing well postoperatively.